Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized because of diabetic ketoacidosis and faced infusion set kinked cannula event on (B)(6) 2024. The glucose level was 514 mg/dl and the patient was treated with intravenous (IV) saline drip to flush ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the reference samples for the lot 6005835 have already been previously tested in the complaint (B)(4) on 08/aug/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6005835 was manufactured according to the wi version 111, manufactured in the line 6, on 25/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005835 and other 1 complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.